Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that one prong is broken off as complained. The instrument was analyzed for conformance to print specifications as well as the device history record was researched. No abnormal findings were identified. Further investigation has shown that it concerns a very old instrument, which is more than 10 years old, manufactured in the year 2000. Based on these findings it is concluded that the cause of failure is not due to any manufacturing non-conformances and it is determined the complained breakage as normal wear and tear after frequent use.

Event description:
The tip broke off the pliers. The broken part was retrieved. This is report 1 of 1 for complaint (B)(4).